Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after running out of insulin and subsequently completed a full supply change with guidance while using an ilet with a contact detach infusion set. Symptoms included hyperglycemia. Outcomes included temporary interruption of intended therapy with no hospitalization. Investigation included troubleshooting and user education regarding infusion set replacement, cartridge capacity, insulin expiration, and adherence to pump alerts. Investigation of this case revealed user-related depletion of insulin prior to replacement, and normal device function after completing the supply change. It was concluded, based on previously established findings for similar reports, that the cause was use error related to inadequate insulin supply management.